Event description:
Rec'd info stating pt was not feeling well and was hospitalized. At this time it is unk if the t:slim device was in use at the time of event.

Manufacturer narrative:
During further investigation, it was identified that pt was non-compliant with bg testing. Pts medical doctor performed a download of the t:slim device and indicated that the report showed many days in a row with no bg's entered into the pump. Pt's infection has been resolved.